Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested 05/12/2008, 05/15/2008, 05/16/2008 and 05/30/2008. A completed questionnaire has not been received. This report was mailed to FDA on: 06/06/2008.

Event description:
A surgeon reports having a pt with an unexpected postoperative refraction following intraocular lens implant surgery. Additional info has been requested.